Event description:
It was reported while testing for sars-cov-2 with biogx sars-cov-2 open system reagents for bd max¿ system a false negative result was obtained. Patient was previously tested with binax sars method and result was also negative. Confirmatory testing was performed at the state lab using cdc flu/sc2 test and result was positive. Patient was quarantined and was receiving covid treatment. Eua# (B)(4). The following information was provided by the initial reporter: (2 of 2) it was reported that 1 sample with possible false positive and another sample with possible false negative for biogx sars cov2 assay. Spoke to the customer - their results for both patients in question match the results obtained by another methods. Both patients were symptomatic, they are both isolated, and receiving a treatment for covid. - sample #2: patient had family members with confirmed covid. He developed symptoms and presented to an urgent care site for evaluation. His rapid binax sars test was negative, but given his symptoms, a specimen was sent for the biogx covid test on the max, and also to the nh state lab for variant testing. The max result was negative, but the state lab result was positive. Nh state lab has been using cdc flu/sc2 for test method. The result we receive from the state lab does not specify if a variant was detected, only that sars-cov 2 rna was detected or not detected. Customer reports at this facility, all technical performance and the appropriate quality control for the biogx covid testing on the max has been performed according to cap requirements and the package insert.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using biogx sars-cov-2 osr for bd max system (ref 444213) unknown lot # was performed by verification of complaints history. Customer complained about two discrepant samples with biogx sars-cov-2 osr for bd max system. Despite multiple attempts to request information from the customer, no customer data was received for the investigation. According to the complaint text, both patient samples obtained the same results, with the biogx sars-cov-2 osr for bd max¿, as another rapid testing method. However, the state lab gave a discrepant result. It was mentioned that both patients were symptomatic and were isolated and treated for the covid-19. However, no data was provided. Bd was unable to determine the cause of the customer issue. There is no indication of an increase in complaints for discrepant results for biogx sars-cov-2 osr product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturer did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported while testing for sars-cov-2 with biogx sars-cov-2 open system reagents for bd max¿ system a false negative result was obtained. Patient was previously tested with binax sars method and result was also negative. Confirmatory testing was performed at the state lab using cdc flu/sc2 test and result was positive. Patient was quarantined and was receiving covid treatment. (B)(4) the following information was provided by the initial reporter: (2 of 2) it was reported that 1 sample with possible false positive and another sample with possible false negative for biogx sars cov2 assay. Spoke to the customer - their results for both patients in question match the results obtained by another methods. Both patients were symptomatic, they are both isolated, and receiving a treatment for covid. - sample #2: patient had family members with confirmed covid. He developed symptoms and presented to an urgent care site for evaluation. His rapid binax sars test was negative, but given his symptoms, a specimen was sent for the biogx covid test on the max, and also to the (B)(6) lab for variant testing. The max result was negative, but the state lab result was positive. (B)(6) lab has been using cdc flu/sc2 for test method. The result we receive from the state lab does not specify if a variant was detected, only that sars-cov 2 rna was detected or not detected. Customer reports at this facility, all technical performance and the appropriate quality control for the biogx covid testing on the max has been performed according to cap requirements and the package insert.